Event description:
In 2008, a pt/layperson alleged that his onetouch ultra2 meter had prompted error 2 on two days earlier between 6 and 6:30 pm. The message reportedly occurred when a test strip was inserted. The pt reported feeling sweaty, weak and shaky after the alleged issue began. The customer care advocate replaced the test trips. The pt reported the following to this senior medical affairs specialist on the following month. The results are in mg/dl, correct unit of measure. While awaiting the arrival of a replacement onetouch ultra2 due to another alleged issue that the pt reported to lifescan in the morning on two days prior to original date, he continued to use the subject meter as well as borrow a friend's meter since he tests up to six times a day. The pt successfully tested at 3:30 pm, obtaining "376" on the subject meter. He injected his 50 units of novalog. At 4:30 pm, the pt ate "a snack" consisting of a bowl of soup and a small salad. Around 6 pm, the pt reportedly obtained er2 when testing on the subject meter. He was unable to obtain an actionable result and neither ate dinner nor injected insulin. Thirty to forty-five mins later when he "felt low", the pt ate peanut butter and crackers and lay down. One hr after eating, the peanut butter with crackers, the pt reportedly became nauseated and threw up. Again he reportedly obtained er2 on the subject meter. The pt elected to inject 8 units of regular insulin on a sliding scale although unable to obtain a result. Still sweating and nauseated with leg cramps, the pt elected to go to bed. The pt is now uncertain whether he was hyper or hypoglycemic during the described symptoms and event. The pt rec'd no medical intervention. The next morning, his blood glucose on his friend's meter was "127". Because the pt had symptoms that can be associated with severe hypoglycemia after the issue began (although the extra insulin taken and vomiting occurred did not adversely affect the pt), the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.